Event description:
An ophthalmic surgeon reported that poor aspiration of the probe occurred when treating the central part of vitreous humor during a vitrectomy procedure. The issue was resolved after replacing with another. There was no patient harm. Upon a product sample evaluation by manufacturing, the probe was found to be aspirating during testing through the actuation was found to be nonconforming.

Manufacturer narrative:
One probe was returned for poor aspiration during surgery. For this complaint file, the final lot was identified. For this final lot, two probe lots, manufactured in january 2014, were used to make up the final lot. A device history record review for each of the two lots was conducted. According to the device history record review, one lot was reprocessed for an anomaly (testing drive calibration) that did not contribute to the customer complaint. No anomaly was present for the second lot device history record review. The product was released based on manufacturer's acceptance criteria. No additional investigation is required based on device history review. A complaint history examination indicated three additional complaints were associated with the probe lots. The sample was visually inspected using (B)(4) magnification and found to be nonconforming due to an unrelated issue that did not contribute to this complaint. Aspiration testing was performed and found to be conforming. Actuation testing were performed and found to be nonconforming. There was no movement of the cutter in the port. The probe was disassembled and the components inspected. There was less than 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The diaphragm, o-rings and spacer were intact. The tubing was not clogged. The probe was then reassembled. Actuation testing was performed again and the retesting was deemed conforming. The complaint evaluation did not confirm the probe had poor aspiration. The evaluation did initially confirm the actuation was nonconforming, but upon retesting it was deemed conforming. The reason for the initial actuation failure cannot be determined from this evaluation. It is possible an unknown foreign object was wedged between the inner cutter and needle; however, this could not be confirmed during the evaluation. (B)(4).